Manufacturer narrative:
The investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that "black flakes" were observed in the chamber of their amsco 7053hp washer/disinfector. User facility personnel followed their post-inspection procedures according to their good hospital practices and inspected all instruments present in the chamber. Procedure delays were reported as the instruments had to be reprocessed. No report of injury.

Manufacturer narrative:
A steris service technician inspected the amsco 7053hp washer/disinfector and observed "black flakes" on the rack surface. No issues were noted with the function or operation of the washer/disinfector. Upon further investigation, it was confirmed that the observed flakes were not originating from the unit or its accessories, but instead was attributed to the user facility's water quality/filtration system. The technician also observed that the water supply strainer to the washer was clogged with debris due to the drain line not being installed correctly by user facility personnel subsequently causing backflow of contaminants into the washer's chamber. The technician counseled user facility personnel on the importance of properly installing and cleaning the drain line. The user facility was provided a replacement rack. The amsco 7053hp washer/disinfector was confirmed to be operating to specification, returned to service. The user facility has committed to addressing the issue(s) with their water quality/filtration system. No additional issues have been reported.